Event description:
It was reported that the rythmiq feature of this device seems to have confused timing, resulting in a possible therapy delivery effectiveness problem. Technical services discussed programming options with the physician including disabling this feature, assessing sensor with possible sensor trending, and assessing atrial arrhythmias. No adverse patient effects were reported. The device remains in service.